Event description:
The customer described: during a breast augmentation procedure the pt incurred a serious burn to the exterior surface of the breast requiring surgical intervention. The customer thinks the pencil is faulty. The burn occurred from the junction of the pencil tip and electrode connection; although the customer was sure the electrode was seated properly.